Manufacturer narrative:
Additional concomitant medical products: product ID 37714, (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: implantable neurostimulator. MDR # 3004209178-2019-00131 addresses the patient's other ins (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they are going to be having surgery at the end of (B)(6) so that they could have an MRI. The patient inquired if their entire device will be taken out, so they can have an MRI. They added that they have not been able to have an MRI for 20 years. The patient indicated that they spoke with a manufacturing representative (rep), and someone was supposed to call them back, but nobody has. The patient clarified that both of their implantable neurostimulator¿s (ins) were dead. They stated that they were told to speak with a manufacturing representative. The patient was re-directed to follow-up with their healthcare provider. The call was disconnected as the patient noted they would try another phone number. Additional information was received. Consumer reported they were suppose to be getting the stimulators replaced but the doctor "acted like he didn't know anything about it." Additional information was received from the consumer via a manufacturer representative. Medical history was reported to include chronic pain. It was reported by the consumer that the device took more than 24 hours to charge during each charging session. It was found that the device was overdischarged. The implantable neurostimulator (ins) was replaced on (B)(6) 2018 which was reported to resolve the reported event. No further complications were reported.

Manufacturer narrative:
Product ID# 37712, sn: (B)(4),the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to an overdischarge. Additional review indicated conclusion, results, and method codes are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the inss were returned. No further complications were reported or anticipated.